Manufacturer narrative:
Continuation of d10: product ID: neu_ins_stimulator, lot#serial#: unknown, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding pallidal deep brain stimulation for tremor control in a child with juvenile dnajc6-associated parkinsonism. The patient, a 15 year-old female, was implanted with a bilateral gpi-dbs initially experiencing a dramatic and sustained reduction in tremor symptoms. However, the patient's overall condition progressively worsened. They developed severe, painful dystonia and worsening postural instability refractory to stimulation adjustments. Once stimulation was briefly turned off and led to a severe increase of dystonia, making it unlikely a stimulation induced effect but more likely a symptom of disease progression. Progressive neuropsychiatric symptoms also emerged, including pronounced abulia, reduced speech output, and emotional lability. Dyskinesias recurred, accompanied by akathisia, leading to frequent falls and injuries. Approximately one year after gpi-dbs, despite persistent tremor suppression, the patient exhibited severe disease progression with intractable dystonia and paroxysmal exacerbations, necessitating transfer to palliative care. Beneficial effects on other motor and non-motor symptoms¿ including lid, sleep disturbances, independent ambulation, and medication burden¿were only transient and failed to translate into a sustained improvement in quality of life. Extensive gpi programming modifications did not result in meaningful improvement. Additional bilateral stn-dbs was attempted; however, this intervention did not result in any clinical benefit. No further information was provided pertaining to medtronic products.